Manufacturer narrative:
Date of event is estimated. Complete device information was unable to be obtained/located. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2021-15099. It was reported the patient had been receiving inadequate coverage. As a result, the patient underwent surgical intervention to address their issue. During the procedure, the patient's lead was explanted and replaced (with a different model) and their extension was explanted.